Event description:
It was reported via repair work order that the cot dropped during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer confirmed that in this reported case there were no malfunctions found which may have caused or contributed to the drop and therefore they believe that in this case there were no functional issues with the device. The customer has also provided communication that they are working on a retraining program on proper device usage.

Event description:
It was reported via repair work order that the cot dropped during use. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.